Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer was not able to remove battery cap with a coin and insulin pump was alarming "low battery alert". Customer was at work and did not have access to a flat head screwdriver. Customer's blood glucose was 436 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with stripped battery cap coin slot. The insulin pump was received with broken battery tube threads, cracked reservoir tube and minor scratches on lcd window.